Event description:
It was reported that during a foot surgery the handpiece was noisy and the handle got hot while sawing and drilling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed that both bearings in the gearbox are worn out.